Event description:
Primary stability not achieved, implant wasn't completely covered with bone, local infection /subacute chronic osteitis, immediate implantation, preceding/simultaneous bone augmentation, infection, mobility. Extensive apical lesion.